Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer&#38112;blood glucose (bg) level was elevated at 421mg/dl. Elevated bg was treated by administering a correction. System check was performed, and the pump performed as intended. Tandem technical support discussed factors that could cause elevated bgs with the customer. The customer suspects that the issue is with the site and will be changing it out. Tandem technical support offered to follow up with the customer, however the customer declined.